Event description:
During preparation for a coronary stent procedure, it was noted the liberte monorail stent was not well crimped on the balloon. The stent was not used in the patient. No patient injuries or complications were reported.